Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a watchman delivery system (wds). The implant, shaft and hub were examined. There were numerous kinks. The anchors on the implant were bent back distally. The tip and markerband had damage consistent with recapturing the implant. The implant was recaptured and compressed in wds and it was confirmed that the implant was 30mm length. The implant was within specification. The damage to the implant and wds was due to due to procedural factors and recapturing the implant. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2017. It was reported that the release criteria was unable to be met and the device was smaller than it should be. A left atrial appendage (laa) closure procedure was being performed. A 30mm watchman ® laa closure device & delivery system was selected for use. The closure device was deployed, but did not meet the release criteria. The physician thought the size of the closure device was smaller. Therefore, he fully recaptured the device and removed the delivery system from the patient. He deployed the closure device outside the patient and measured the diameter of the device which was 26mm. The procedure was completed with another closure device. There were no patient complications and the patient's status was stable. However, device analysis revealed kinks on the shaft of the delivery system.